Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
It was reported: the guideliner was advanced down the rca after a 1.25mm rotational atherectomy system was used to modify the calcium burden. Upon advancing the guideliner, the tip of the catheter was sheared off by the remaining calcium and had to be retrieved using a snare. No further complications were reported. Additional information received 15aug2020: male diabetic, with elevated hypertension patient was referred for procedure by cardiac surgeon. Patient did fine. Incident had no outcome of the procedure. Physician believes that guideliner came in contact with a chunk of calcium. Vessel was calcified and tortuous.

Manufacturer narrative:
A returned product evaluation was completed. Multiple sections of the rx lumen were crimped. The tip of the catheter was intact. Minor crimp of the tip was noted. A kink was observed on the shaft and the half pipe near the collar section had a minor damage. No other parts along the returned guideline unit were disintegrated. The account was inquired on whether the correct unit was returned. The account responded stating it is the correct device. The damages found on the catheter likely to have occurred during use of catheter with other concomitant devices in procedure. Per IFU states the following precaution: exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. It is unknown if other guideline unit was used in the procedure that had tip damage. Based on the information, the most likely root cause of the complaint raised is undeterminable and the cause of the damages found on the catheter is operational context.